Event description:
It was reported, the patient experienced a shocking or jolting sensation down the left arm. It was stated, the impedances on the patient's device "changed when the doctor reran the impedance test." The possibility of a fluid short was discussed. The patient's information was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).